Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped on 26-mar-2024 due to noise which caused an inappropriate shock. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring showed noise on near field channel of this rv lead. No adverse patient events reported. Lead currently remains implanted. Should additional information be received, this file will be updated.